Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette disconnected from a heater bag and leaked during peritoneal dialysis therapy. This event occurred during fill one of three. The patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative assisted the hp in ending therapy. The patient stated they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.